Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 23 october 2018, the device was noted to have been previously repaired twice, the last repair being for the ratchet handle having a worn ball bearing and the cutting edges and a 'drive' being worn reported on 22 january 2016. Review of the complaint history found no similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who evaluated and repaired the device. On 10 may 2019, it was reported from (B)(6) hospital that the grate at the bottom on the mesher was damaged. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as a 1.5 cutter serial number (B)(6) for evaluation. Evaluation of the mesher on 7 may 2019 noted that the comb was bent and that the handle had no lubrication. The right side plate and the roller were found to be worn and the shoulder bolts, washers, and nuts needed to be replaced. The pretests could not be performed due to the bent comb. Evaluation of the returned cutter the same day noted that it did not produce a passing mesh. The cutter was deemed non-repairable and a quote for a new cutter was issued to repair of the mesher occurred on 18 july 2019 and involved replacing the comb, right sideplate, roller, multiple bearings, washers, the shoulder bolts, and nuts. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was damaged during use, which would prevent the mesher from properly feeding a graft through the device, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the grate at the bottom on the mesher was damaged. Event occurred before surgery. There was no harm, delay reported. Alternative device was available for immediate use. No adverse events were reported as a result of this malfunction.